Event description:
It was reported that an error message occurred at the start up of the programmer. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that an error message occurred at the start up of the programmer. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the programmer powered up to an error, the printed circuit board was out of electrical specification. It was also noted that the audio loopback test failed due to the microphone being out of electrical specification. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).